Manufacturer narrative:
The device was received. Investigation is not complete. The history was downloaded at the testing center. A review of the history indicates at 1814, the pump was powered on & programmed to deliver a 5 mcg/ml drug concentration in the pca only mode, with a 15mcg pca dose, a 5 minute patient lockout, a 15mcg loading dose, & a 500mcg total. No 4 hour limit was selected. At 1815, a 375mcg shift total was cleared. At 1817, the infusion was initiated. At 1924, a pca demand occurred and the device alarmed for air in line. At 1925, there was a partial 9mcg patient initiated pca delivery & one check cartridge alarm. At 1929, an 8.5mcg purge occurred. At 1930, the 15mcg patient initiated pca delivery was completed. Between 1932 & 2342, there were eighteen 15mcg patient initiated pca deliveries & four unmet pca demands. At 0000, a date stamp occurred. Between 0020 & 0125, there were four 15mcg patient initiated pca deliveries, four unmet demands, one partial 8mcg pca delivery & one occlusion alarm. At 0130, the 15mcg pca delivery was completed. At 0158, a 15mcg loading dose was delivered. At 0203, the pump was powered off. A review of the pump history indicated the pump delivered as programmed.

Event description:
The customer contact reported the patient received more medication than intended. The customer contact reported the pump was programmed to deliver fentanyl in the pca only mode. No further programming parameters were provided. After an unspecified length of time, the pump was found delivering continuously, instead of the intended pca only mode. There were no reported adverse patient effects. No medical interventions were required. Though requested no additional information was provided.